Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be ¿operator error¿. The lot number was unknown; therefore, the device history record could not be reviewed. Labeling review was not required because labeling could not have prevented this issue. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was too much adhesive in the male external catheter and tearing skin. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that there was too much adhesive in the male external catheter and tearing skin. No medical intervention was reported.